Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer's nurse reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 131mg/dl to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer is comparing the blood glucose test results from trueresult meter to alternate meter. On (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 54 mg/dl using trueresult meter and 149 mg/dl using alternate meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/24/2018 and open vial date is not known by the nurse. The customer's vial of test strips is empty; there are no more test strips left. The meter memory was reviewed for previous test result history (date / time not set): the 95mg/dl (B)(6) 2016 11:03pm fasting:yes. The 115mg/dl (B)(6) 2016 11:27pm fasting:yes. The 25mg/dl (B)(6) 2016 12:00pm fasting:yes. The 124mg/dl (B)(6) 2016 01:00pm fasting:yes. The 101mg/dl (B)(6) 2016 11:59pm fasting:yes. Adverse event not reported.